Manufacturer narrative:
The hillrom technician found the side communication cable needed to be replaced. Per the hillrom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Check for current leakage at the nurse call system communication connections. Warning: a communication cable must be used for beds that have nurse call. Failure to do could cause patient injury. For beds that have nurse call systems, a communication cable must be connected between the bed and facility communication system. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in february 2020. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed was not sending a nurse call alert to the nurses' station when the nurse call button was engaged. The bed was located in the repair room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).